Manufacturer narrative:
Product complaint # (B)(4). Updated sections on this med watch report: b4, b4 (primary UDI number), g3, g6, h2, h3, h4, h6, and h11. Complaint conclusion: as reported by the field, an emboguard 87, 95 cm (bg8795u, 9137142) was attempted to be used as a balloon guiding catheter. During balloon preparation (wet) using t shape stopcock and 20cc syringe, air could not remove at all, even if negative pressure was applied. After performing the same maneuver several times, the physician confirmed that air was being drawn in from around the hub of the emboguard. It was deemed impossible that the air would be sufficiently removed from the emboguard and replaced with another new one. The procedure was successfully completed. There was no impact to the patient as the device was not clinically used. The issue was found prior to use of the emboguard to the patient. The emboguard was used according to the instructions for use (IFU). Additional event information received on 27-nov-2024 indicated that there was no difficulty removing the product from the hoop. It was noted that the device ¿might¿ have been pulled a ¿little¿ from the packaging, but no excessive force was applied. Visual inspection of the product revealed a kink in the shaft approximately 90mm and 119mm from the distal end. For the visual inspection of the distal end side, the crushed was confirmed approximately 5 mm from the distal end. No further damage was noted at any other locations on the device. The visual inspection also indicates that the returned emboguard device was correctly assembled and manufactured, with all adhesive bonds and joints complete and undamaged. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. A minimum ID check of the emboguard device confirmed that there was a restriction in the main lumen of the device at the kink (approximately 90 mm of shaft from the distal end) such that the ball gauge could not be advanced beyond this point without resistance. It was confirmed that the 0.038inch guidewire and dilator could be advanced beyond this point without resistance. In accordance with the device's instructions for use (IFU), the returned embogurd bgc was tested. A sample lav and a sample 20 ml syringe were connected to the embogurad bgc and the air was removed from the device. The occurrence of intermittent air bubbles could not be reproduced. This test confirmed that there are no problems with the product. It is possible that the connection condition of a three-way stopcock and a 20 ml syringe used to the embogurd, the operation steps of a three-way stopcock, or the condition of the syringe may have been a factor in this event, but since these connecting parts have not been returned, it was not possible to confirm whether there was any problem with these connected products.. The returned emboguard device was debubbled as per the IFU procedure. The stopcock used during the incident were not returned, so the complaint was not confirmed and the root cause was not identified. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint (B)(4). Section d4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported by the field, an emboguard 87, 95 cm (bg8795u, 9137142) was attempted to be used as a balloon guiding catheter. During balloon preparation (wet) using t shape stopcock and 20cc syringe, air could not remove at all, even if negative pressure was applied. After performing the same maneuver several times, the physician confirmed that air was being drawn in from around the hub of the emboguard. It was deemed impossible that the air would be sufficiently removed from the emboguard and replaced with another new one. The procedure was successfully completed. There was no impact to the patient as the device was not clinically used. The issue was found prior to use of the emboguard to the patient. The emboguard was used according to the instructions for use (IFU). Additional event information received on 27-nov-2024 indicated that there was no difficulty removing the product from the hoop. It was noted that the device ¿might¿ have been pulled a ¿little¿ from the packaging, but no excessive force was applied.